Event description:
I get a no delivery note on my pump. I found out that the short end of the infusion set was stopped up. I take another set and change the short end until I find one that will work. This has happen about ten times.